Event description:
It was reported to philips that system was not switching on. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the machine was not switching on. A review of the system logfile confirmed the reported malfunction. The fse visited onsite and upon functional testing, the fse determined that the system was not proceeding after the 00:00 timer and he was unable to access the service mode. To resolve the reported issue, the fse restored the ghost and reset the connection of ippc and host pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.